Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a bubbled/unattached downstream occlusion (dso) seal. The device had a damaged interior battery door latch compartment too. There was debris underneath the screen as well (at the bottom of the screen). The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.